Event description:
Possible intermittent atrial under sensing on stored egm with falsely classified termination of ongoing atrial arrhythmia. Current egm device appears to be undersensing on the atrial lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).